Event description:
It was reported that the pump screen went blank without warning and required connection to a power source to turn back on. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.